Event description:
A customer reported a fluid leak on coulter lh750 hematology analyzer. The source of the leak could not be isolated. The customer was wearing personal protective equipment (ppe) at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. An exposure control or risk management plan in place at the customer's facility. The material safety data sheet (msds) was not reviewed; however, it is readily available. There was no death, injury or change to patient treatment attributed or connected with this complaint.

Manufacturer narrative:
Service was dispatched and the field service engineer (fse) found a leak of blood and diluent at the red stripe tubing that passes through vl64 and connects the aspiration path way to the blood sampling valve (bsv). The leak was caused by a hole in the tubing. The fse replaced the tubing and cleaned the shear valves. The repairs were verified per established procedures. Root cause of the leak is attributed to a hole in the tubing. (B)(4).